Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.